Manufacturer narrative:
Additional information received confirmed the patient's weight as captured to a4 and previously reported. Correction. D1 brand name was corrected accordingly.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the deliver issue was determined to be patient condition as the patient had difficult vessel anatomy preventing successful delivery of impella.

Manufacturer narrative:
D4: corrected the device information.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 13-yr old with patient with duchenne muscular dystrophy (dmd) and dilated cardiomyopathy was admitted on (B)(6) 2025 with acute decompensated heart failure from outside hospital in cardiogenic shock. He was placed on pressors and further decompensated requiring va ECMO on 11/8. An impella cp was placed while on ECMO and ECMO able to be discontinued. Care team deciding whether to pursue impella 5.5 or durable left ventricular assist device (lvad). An attempt to upgrade to impella 5.5 was unsuccessful due to inability to pass the pump due to vessel anatomy. The decision was made to continue with impella cp and not change to impella 5.5, and on (B)(6) 2025, the patient underwent lvad placement and removal of impella cp. There were no adverse events noted while on impella cp support. The inability to pass the impella 5.5 was due to the patient¿s anatomy and not an issue with the pump.during impella 5.5 pump support, the patient experienced a failure to advance. Clinical stated that the physician was unable to pass the impella 5.5 due to vessel anatomy. The impella 5.5 was removed and a cp was placed instead as a replacement device. This is considered a reportable malfunction.